Manufacturer narrative:
The user reported an event where the cgm showed results that are different from glucometer measurements and received some alerts about hypoglycemia. The user was assisted to perform a du and a firmware upgrade. The was escalated and monitored and user confirmed that the system is working within expectations and does not need any further assistance. Upon review on dms, user is using the system and has information up to date.

Event description:
On (B)(6) 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.